Manufacturer narrative:
Insulin pump passed stop idle current, self test, off no power and displacement tests. No battery out limit alarm noted. Intermittent button response due to moisture damage to keypad traces. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
It was reported the customer received a keypad anomaly. The customer stated the numbers on their keypad was scrolling when they attempted to enter their carbohydrates. It was also found the customer replaced their battery and received a battery out limit alarm. Customer's blood glucose was 166 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.